Event description:
Reportedly, the patient had a pacemaker replacement the (B)(6) 2015. The physician couldn¿t fully insert the ventricular lead into the header of the new subject device (esprit dr serial number (B)(4)). Consequently external pacing was temporarily used and another pacemaker was implanted. The subject device was returned for analysis.

Event description:
Reportedly, the patient had a pacemaker replacement the (B)(6) 2015. The physician couldn¿t fully insert the ventricular lead into the header of the new subject device (esprit dr serial number (B)(4)). Consequently external pacing was temporarily used and another pacemaker was implanted. The subject device was returned for analysis.